Event description:
It was reported the pt experienced an overstimulation sensation during reprogramming. The system was removed. The pt stated that they continue to feel stimulation where the leads were placed. Additional info has been requested, a f/u report will be submitted if additional info becomes available.